Manufacturer narrative:
The agent reported, revision surgery due to patient's hip was loose stem had subsided, liner and head were removed and replaced with a constrained liner and a larger offset head. Female 82. Complaint has been evaluated and is similar to report number 1644408-2022-00040; 931-28-748, s810 - device loosening, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to loosening / subsidence